Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl; cause was unknown. Reportedly, due to the customer experiencing convulsions and injuring head, the customer received stitches. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.